Event description:
It was reported that a patient with bilateral intraocular lens (iol) is experiencing intolerable halos. The patient can not drive at night as the patients sees 9-10 halos around all lights or around anything that glows. The patient has not been able to adapt over the past 6 months, so the surgeon has recommended an iol exchange to the puresee iol. Through follow up, it was learned that the lens exchange in the patients right eye is scheduled for (B)(6) 2025. No other information was provided at this time. This report is to capture the patient's right eye. A separate report is being submitted to capture the patient's left eye.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Section b3: date of event: exact date unknown/not provided. Best estimate date is between 3/5/2025-11/7/2025. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, there is no additional information available at this time. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: further information was provided and reported the explant was performed on (B)(6) 2025 in the patient's right eye. The replacement lens was not available at that time, however, it was confirmed that the replacement lens successfully implanted. There were no unplanned sutures, unplanned vitrectomy, or unplanned incision enlargement required when removing the iol. There was no patient injury. The patient is doing well post-operatively. The explanted lens is not available for evaluation. No other information was provided. The following sections have been updated accordingly: section a6. Race: white. Section b3: date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2025-(B)(6) 2025. Section d6b: if explanted; give date: (B)(6) 2025. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.